Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was programmed to a setting that would not deliver tachycardia related therapy if it were needed. At this time, it is unknown if the deactivation was intentional, and further information could not be gathered. No adverse patient effects have been reported.

Manufacturer narrative:
Additional information has been requested regarding this event. This report will be updated should further information be received.